Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to left postauricular wound infection and dehiscence at the implant site and was treated with intravenous antibiotics during surgery. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on march 28, 2023.